Manufacturer narrative:
(B)(6) - device will not release. Results: the actual device involved in this event was returned for eval. The returned used device was mfg in 2006 and is out of warranty. The tension bar is broken behind the hinge of the jaws. The connection cap is cracked. The jaws were spent. The device is worn out. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a prostatectomy procedure on (B)(6) 2011, and an endoscopic needle holder was used. During the procedure, the needle holder would not release the needle. As the surgeon removed the needle holder with the attached needle from the pt, an urethral tear occurred. The torn portion of the urethra was resected and the anastomosis between the bladder and the urethra was performed again with another like device. When the device was removed, the needle was removed from the jaw with difficulty and the jaw broke. The pt is well, without post-operative adverse clinical consequences.